Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring in the mitral position, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that immediately following implant of this annuloplasty ring in the mitral position, it was explanted and replaced. The physician attributed the necessitated replacement to the patient's native valve and not because of this annuloplasty ring. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.